Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle / channel was flushed with the detergent solution. The customer uses clean top kd-1, another company's washer. The customer was not aware of foreign matter adhering to the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to accumulation of medical solution, etc. Which was not removed completely by reprocessing. The foreign material was organic silicon and hydroxide (water rust). The organic silicon likely originated from medical solution such as antifoam agent, and hydroxide (water rust) was caused since the nozzle was corroded due to previously mentioned medical solution or residual water, etc. That remained in the nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (switch button #2 sometimes unresponsive) was not confirmed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the second switch of the subject device was not responding. The reported issue was observed during an unspecified procedure. An olympus representative could not confirm the reported issue (switch does not respond at all) but felt that there was a time lag in the response and confirmed that the switch would not respond when pressed continuously. Reportedly, the intended procedure was completed successfully. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was foreign material adhered to the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).